Event description:
It was reported that the autopulse platform would only perform 1-3 compressions. Customer also reported that the small black cover is broken and the power distribution board (pdb) is defective. No adverse patient sequelae was reported. No further information provided.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. The device passed visual inspection, system functional test, internal inspection, calibration check, recertification and electrical safety test. Defective parts were replaced. No deficiencies were found. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.